Event description:
Patient reported on (B)(6) 2022 that medical intervention (surgery) is required for granuloma and swelling after off-label artefill dermal filler injection under the eyes in 2015.

Manufacturer narrative:
Patient reported on (B)(6) 2022 that medical intervention (surgery) is required for granuloma and swelling after off-label artefill dermal filler injection under the eyes in 2015. Per pt: no other fillers in area. No medical conditions as far as she is aware. However, patient previously had surgery of the area (malar implants) prior to her artefill (a.k.a. Bellafill) injections. Date of event: (B)(6) 2022 is the date the patient reported that medical intervention (surgery) was required. It is unknown at this time whether the surgery has occurred. Waiting for response from the patient's doctor. Estimated onset date of the granuloma and swelling is (B)(6) 2020. (B)(4). It is unknown at this time whether the surgery has occurred. Waiting for response from the patient's doctor. Three (3) lots were used in the patient's artefill dermal filler procedure on (B)(6) 2015. F141060: pre UDI requirement; expiration date: 12/31/2015; manufacture date: 07/14/2014. F141065: pre UDI requirement; expiration date: 01/31/2016; manufacture date: 08/01/2014. F141067: pre UDI requirement; expiration date: 01/31/2016; manufacture date: 08/07/2014. No issues were noted with review of manufacturing records for the lots used in the patient's procedure. The lots have since expired therefore retained samples were not available for review. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Granuloma and swelling are anticipated patient events that are documented in the bellafill IFU. Clinical studies support that these issues may resolve over time with or without treatment. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."